Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient suffered from a driveline and sternal wound infection and were admitted on (B)(6) 2022. The patient was being followed by infectious disease and cardiothoracic surgery. The patient was treated with an incision and drainage, sternal washout, and chronic antibiotic therapy. They were on suppressive bactrim (sulfamethoxazole-trimethoprim) and amoxicillin. The patient was discharged on (B)(6) 2022.

Event description:
The patient was admitted with concern for a new sternal wound infection. During admission, communication between the sternum and driveline infection was confirmed. The patient underwent sternal wound debridement of the subcutaneous tissue only on (B)(6) 2022. There was no obvious communication with the mediastinum, the driveline could be palpated at the inferior aspect of sternal abscess, so communication existed between the driveline exit and the sternal wound. The patient was discharged with linezolid (zyvox) and a wound vac.

Manufacturer narrative:
Section b5: previous infections are referenced in MFR #'s 2916596-2022-13811, 2916596-2022-12926, 2916596-2022-12887, 2916596-2022-12876, 2916596-2022-12952. Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.